Event description:
The customer reported that the insulin pump was not delivering insulin. The customer stated that he programmed 25 units and the device deliver 10 units approximately. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.